Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
Patient has been indicated for a knee revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No corrective actions, preventive actions, or field actions resulted after investigation of this event.